Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were reported for this quarter. Product return status 2 devices were received. 4 devices were not available for evaluation. 2 device investigation types have not yet been determined. Additional information 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. - 7 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 8 previously reported events are included in this follow-up record. Product return status 4 devices were received. 4 devices were not available for evaluation.

Event description:
No change.